Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the initial transcatheter bioprosthetic valve was implanted, a post-balloon aortic valvuloplasty (bav) was performed with a 26 mm balloon due to moderate paravalvular leak (pvl). The balloon was inflated once with a syringe. Per the physician, the post bav likely caused the ventricular septal defect (vsd). The patient did not have any history of vsd. The following day, a second transcatheter valve was implanted in an attempt to address the vsd. The second valve did not resolve the vsd. As reported, the frame and skirt of the second valve were not able to contain the vsd. The frame did not reach down far enough into the left ventricle. It was reported that calcium in left ventricular outflow tract (lvot) may contributed to the injury. No additional intervention was performed. No additional adverse patient effects were reported.